Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beeping tones from their device. Technical services (ts) confirmed the device had reverted to safety mode and notified the local area field representative that emergent replacement was recommended. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Safety mode was confirmed upon return. Although the device memory diagnostics demonstrated the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beeping tones from their device. Technical services (ts) confirmed the device had reverted to safety mode and notified the local area field representative that emergent replacement was recommended. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beeping tones from their device. Technical services (ts) confirmed the device had reverted to safety mode and notified the local area field representative that emergent replacement was recommended. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.